Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the physician asked information about laser sheath size and implant date for this right ventricular (rv) lead that was removed from the patient due to a bacterium infection. The lead did not exhibit a malfunction. No additional adverse patient effects were reported.